Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elvated blood glucose level. Value was not provided. Despite multiple attempts, customer did not provide any further information.